Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is unit started making odd noises then displayed service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the motor calibration failed, burnt pca. The customer complaint was reproduced. There was two errors has been identified. The device was scrapped.